Event description:
Customer reports meter potentially showing discrepant results. Additionally, customer reports patient experiencing a transient ischemic attack during use of the meter. Doctor advised patient against taking warfarin after inratio result of 3.7 on (B)(6)2010. Transient ischemic attack (stroke) occurred on (B)(6)2010. Patient's target therapeutic range is 2.5-3.5.

Manufacturer narrative:
Per email, patient is taking lipitor. Patient current medication may affect coagulation test. Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B)(6)-2010. Inratio meter= 3.7 inr. Reference= 2.2 inr. Mean= 2.95. Confidence limits= 1.8-4.2. Per description, time of testing between inratio and reference is not indicated. Three hours is considered a reasonable length of time between two readings in order for comparison to be valid. The mean of the inratio meter and comparative system inr were calculated. Both inratio and reference values are within the confidence limits for inr testing, the results are not considered discrepant within the context of the documented variability for inr testing, inr reported have met the criteria for accuracy.